Manufacturer narrative:
"Results of investigation: vyaire medical was able to verify the reported issue regarding vent inop alarm on the unit. The suspect device has been returned for evaluation. Vyaire received turbine/muffler assembly part number: 16350; serial number: (B)(6) visually inspected the uut (unit under test) assembly, there were no visible defects, damage, or contamination. The uut was then installed into a known good vela test stand. Powered the uut in ventilate mode where the unit showed the following vent-inop fault alarm upon start-up. Unit was then powered in service mode where the event log shows vent-inop, motor fault, and error checksum turbine eeprom. Installed a known good pcba turbine interface assembly part number: 29416-001 and allowed the uut to cycle multiple times with no issues observed during operation, the uut passed. The reported complaint was confirmed and duplicated. This is isolated to pcba, turbine interface. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available".

Event description:
It was reported to vyaire medical that the vela ventilator had a vent inop (inoperable) alarm. There is no information regarding patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.